Manufacturer narrative:
Pt medical history was received and evaluated. Infection remains the probable cause of failure. The lot number remains unknown.

Event description:
One implant placed 7/17/97. It was removed 4/23/98 due to infection. Implant had been loaded. One person affected.